Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the impactor was being used to insert the femoral trial during an initial total knee arthroplasty, the surgeon allegedly hit the instrument too hard and the end of the pad fractured into two pieces. No pieces entered the patient, and no other impact or harm reported. Attempts have been made and all available information has been provided.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; g3; h1; h2; h3; h4; 46. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product was completed and found that the device was fractured. The device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in previously, which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.